Event description:
Caller reported a cartridge alarm, specifically alarm 20, but confirmed the issue did not lead to an adverse impact on the customer's blood glucose level. Although the alarm was not linked to the load process, it was noted that the caller experienced cartridge alarms with consecutive cartridges. Technical support confirmed this and decided to replace the pump. The pump in question was out of warranty, yet the caller expressed interest in obtaining an out-of-warranty loaner pump.